Event description:
The customer stated that he had been receiving high control test results on his meter. He stated that he received a result of 236 mg/dl prior to calling. The normal control range was 99-136 mg/dl. No adverse events were alleged. The customer performed another control test while troubleshooting. He stated that the result was in range, although he did not provide an actual value. The customer disconnected the call before more information could be obtained. No product will be returned for evaluation.

Manufacturer narrative:
The customer did not provide a serial number for his meter, so it was not possible to determine a manufacture date.